Event description:
Ous MDR - it was reported that approx. 41 months after the implantation, during a follow-up on (B)(6) 2017, oversensing episodes were noted. The associated ICD (competitors device) was exchanged on (B)(6) 2017 due to battery depletion. During the period between (B)(6) 2016 and (B)(6) 2017 the patient was in coma due to unknown reason. Biotronik has no information if the lead was replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegm extract showed noise on the rv channel which was oversensed as reported in the complaint text. The characteristics of the signals indicate noise from an external source. However, without further information and data, no definite conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated.